Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced starbursts from headlights and glares. Clinical reason being visually significant glares. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. There are other medical reports associated with this file. This is 9 of 13. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).